Event description:
It was reported that during a laparoscopic cholecystectomy procedure when applying the clips to the tissue they were not closing properly and were loose. The five clips did not stay in place and had to be removed from the tissue. The same device was used to re-clip the tissue and the case was completed with no patient.

Manufacturer narrative:
(B)(4).